Manufacturer narrative:
Unit was received with no button response due to corroded keypad traces. No ramping numbers on their own anomaly noted. Unable to verify for motor error alarm and perform rewind and basic occlusion, occlusion,prime/a33, the excessive no delivery and displacement test due to no button response. Motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.